Event description:
It was reported to lifecell that a female patient underwent nipple sparing, skin sparing left breast mastectomy and reconstruction with strattice and allergan breast prosthesis on (B)(6) 2014. During 6 month post-op visit a small (less than1mm ) dehiscence of the wound was noticed. The patient presented with weight loss (B)(6) and severe tightness of the breast prosthesis. On examination by surgeon, the prosthesis appeared to be under tension and the scar was open (less than 1mm) with seroma. Due to open scar (less than 1mm) surgeon choose to perform the surgery. In addition, the volume of the prosthesis no longer suited to the volume of the contralateral breast, the surgeon replaced the prosthesis with smaller one. Surgery to replace the prosthesis took place on (B)(6) 2014. Strattice was left in place since it was already incorporated. The patient was prescribed antibiotic for 10 days after the surgery. Patient recovered without any sequelae. Patient had a history of seroma.

Manufacturer narrative:
The internal investigation into complaint related device included the following: review of reported information. The lot met acceptance criteria for qc release including suture retention test. The processing records indicate the lot was irradiated within process parameters. Dose audit for the sterilization process was acceptable for the lot. Results of bacterial endotoxins testing were acceptable. There were no non conformances or deviations related to the event reported observed during lot history record review. The distribution/implantation history records for reported lot revealed that there were 203 devices distributed. As per query of complaint management database, there were three other complaints (lc 697965 capsular contracture - event was evaluated as unlikely related to the device, lc 712487 (B)(4) skin necrosis/device exposure- event evaluated as unlikely related to the device and lc 738956 skin necrosis/local inflammatory response - under investigation). Reported to lifecell for lot sp100033. Seroma and wound healing complications, such as wound dehiscence, are anticipated events during breast reconstruction procedures and can occur both with and without the use of acellular dermal matrix, such as strattice. The wound dehiscence reported is likely a consequence of and associated with a post-operative complication such as seroma. The strattice was well incorporated and remains implanted. Patient risk factors such as weight loss resulting in breast prosthesis tightness also likely contributed to this event. Lifecell reports this event due to the investigator assessment, " as probably related to the study device and possibly related to the procedure." Based on internal investigation into complaint related lot (lot met release criteria) and information reported the event is unlikely related to the device.